Event description:
It was reported that the patient presented in the hospital for a device upgrade. During testing, the new device showed crosstalk. The crosstalk was resolved after the lead was repositioned and combination of programming changes. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.